Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Visual inspection of the returned triathlon ps x3 tibial insert showed slight scratches and marks. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported events for the same lot number. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. An analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that there was a poly exchange due to potential infection. Before surgery, when surgeon went to go open new poly, he noticed the packaging looked compromised. The product with lot number mnnap2 was the product with the compromised packaging. Sales rep is unaware of the lot number for the product that was removed on 11/26.

Event description:
It was reported that there was a poly exchange due to potential infection. Before surgery, when surgeon went to go open new poly, he noticed the packaging looked compromised. The product with lot number mnnap2 was the product with the compromised packaging. Sales rep is unaware of the lot number for the product that was removed on 11/26.